Event description:
Manufacturer report number: 2017865-2022-15413. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture and high impedance. Upon further interrogation, the atrial lead exhibited noise over-sensing. Both the rv lead and the atrial lead were capped and replaced on (B)(6) 2022. The patient was in stable condition.